Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the rev ii baseplate, screws, and glenosphere were removed because of notching and loosening.

Event description:
It was reported that the rev ii baseplate, screws, and glenosphere were removed because of notching and loosening.

Manufacturer narrative:
The reported event could be confirmed. The devices were not returned but evidences were provided, based on provided x-ray, which matches the alleged failure. The provided x-ray (pre-op x-ray) shows the notching of the humeral component on the scapular and the radiolucency around the peripheral screws (present around all screws) and the sphere, indicative of loosening of the baseplate. Since x-ray was provided, the opinion of a medical expert was sought and stated as following: "this case describes notching and loosening of the glenoid component. The x-ray confirms the event. Unfortunately, there is insufficient information (early postoperative x-ray of the index surgery, patient demographics) to make a detailed assessment of a possible root cause". More detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If any additional information is provided, the investigation will be reassessed.